Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The intended procedure was a diagnostic bronchocscopy. There were no other devices involved. There was no delay, and the subject device was not used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. It is possible that the internal image sensor unit's cable was snapped by external stress on the bending section. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿the user may be able to reduce/prevent occurrence of the suggested events by handling device in accordance with the following IFU. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. When attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was not confirmed. The allegation of kink in insertion tube was confirmed. In addition, there was a perforation that caused a leak. The bending section cover glue was peeling. The bending section had a dent. The charge coupled device shrink tube was cut. The control body was corroded. The scope connector was corroded. There was a total usage count communication error. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A nurse reported to olympus, the evis exera iii bronchovideoscope displayed no image and a kink on the insertion tube during preparation for use. There was no report of user or patient harm associated with this event.